Event description:
A patient contacted global technical services (gts) regarding assistance with a system error 2240 that appeared while using the homechoice (hc) during dwell 1 of 4. The patient stated they had cycled power once already, and gts had the patient cycle power again to clear the error. The patient stated one of the supply bags fell and disconnected. The patient elected to start over with new supplies. Gts also advised the patient to contact their dialysis nurse in the morning. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information the root cause of the se 2240 is due to air being sucked into the disposable after the supply bag fell and disconnected. The patient stated one of the supply bags fell and disconnected. The hp stated that he feels the bag became disconnected from the fall as he did not see any abnormalities with the supplies. The batch review was not performed because the lot number is unknown. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the potential use error(s) in the complaint. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The root cause investigation is in progress through (B)(4).

Event description:
During a follow-up with the home patient (hp), it was found that he was out of town and staying at a hotel at the time of the initial report. The hp stated that the table that he had the bag on was not wide enough and the bag rolled off. The hp stated that he looked down and saw that the bag had become disconnected. The hp stated that he felt the bag became disconnected from the fall as he did not see any abnormalities with the supplies. The hp stated that he told his nurse about this when he went for his clinic visit. There was no patient injury or medical intervention associated with this report.